Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic for follow-up. It was discovered that the atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition after the procedure.